Event description:
Information received with return of the explanted device notes that the right ventricle was perforated during lead replacemen t. During surgical repair of the ventricular wall, the lead was removed.